Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. (B)(4). In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible igg antibodies to toxoplasma gondii (access toxo igg) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access toxo igg result recovered as equivocal. The customer reanalyzed the patient's sample three additional times on the same unicel dxi 800 access immunoassay system and obtained one reactive result followed by one equivocal result and another reactive result. The reactive or equivocal toxo igg results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a serum separator tube and was centrifuged at 3,000g (g-force) for ten (10) minutes. No issues with sample integrity were reported by the customer.